Event description:
It was reported that during a hemodialyses av access graft the handle broke from the shaft. The doctor was half way into the deployment when the handle broke and he had to use a kelly to unsheath. He did complete the deployment. He used a .035 guide wire. The approach was below the elbow and there was between 6-8 inches to the treatment site. It was not a tortuous tracking anatomy and there was no calcification. He did not observe any resistance when tracking the delivery system to the target site and did not use excessive force to start the deployment. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.